Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation noted the reloads were partially fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the prefire condition with interlock engagement may occur if the instrument firing button had been partially compressed and released. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. The surgeon held down the blue button on the powered handle and started the second firing. However, the device stopped on the 5mm firing. The surgeon stood for a few minutes, then pushed the blue button again and started the firing more 5mm. However, the device stopped. Replaced by a new reload, however, the same event occurred. The status indicators were illuminated green and the firing process indicators were not illuminated. Replaced by a manual handle and the firing was completed. After that, connected a new reload to the device in question for trial, and the firing was successful. There was no patient harm. The status of the patient is no problem.